Event description:
It was initially reported that the physician was having programming with his programming system. He reported that the patient could be interrogated but system diagnostics were unable to be completed. When diagnostics is run, a blank message box comes on the handheld screen and the diagnostic will not run and the handheld will not progress. Troubleshooting was attempted but was no successful. No patients were affected. Attempts for product return have been unsuccessful.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.